Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having periodontal disease diagnosed for many years and concerned bite has shifted the right side and front teeth causing them to hit and create jaw discomfort, moderate pain, sensitivity, and headaches. The bottom teeth need correcting and bonding which cannot be performed until the alignment is corrected. Per dentist/orthodontist consultation, the records show the teeth position has worsen the position of the bite misalignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.